Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.

Event description:
It was reported that a balloon rupture occurred. The balloon was used to treat a 90% stenotic calcified lesion in the sfa and ruptured during inflation at 10 atm. The balloon was then replaced, and the procedure was continued. No complications were reported.